Event description:
Customer's mother reports, she found the customer on the floor in the bathroom sweating, states that he had fallen, his head hurt and that his body was numb while using the active system. Customer's mother took a blood glucose reading with result of 222mg/dl, and rested with a reading of 223mg/dl within a minute. Mother states that customer was having a low blood glucose symptoms; was treated by a shot of glucagon given by the mother. Mother noted insulin injection was administered at 6 pm the previous evening. No controls were run during the call. A request was made for return of the suspect product and a replacement was sent.